Event description:
Airsep corporation manufactures three oxygen concentrators. The newlife elite and two versions of the newlife intensity. The newlife elite is a 5l concentrator while the two versions of the newlife intensity are 8l and 10l. Each of these three units look very similar to one another and none of them clearly say what volume of oxygen the machine is capable of concentrating. This resulted in a problem when a patient was supposed to receive an 8l concentrator, but received the 5l concentrator in error. The 5l concentrator was delivered as a result of the similarity in appearance of the two concentrators. A suggested course of action would be for the manufacturer to change the outer appearance of the concentrators to make it easier to differentiate between them and to clearly label the volume each is capable of concentrating.